Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Worn etchings.

Manufacturer narrative:
H10 additional narrative: corrected: h6(closure codes) product complaint # ==> pc-(B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy-sythes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.